Event description:
It was reported that there was a large number of short interval counts (sic) on the right ventricular lead. There were no episodes. Isometrics did not produce any sic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224drg ICD implanted: 2009-(B)(6).